Event description:
Healthcare professional reported a right side ¿perforated during suturing.¿ later healthcare professional stated no gel patient contact was made. The device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of device handling problem is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device handling problem.

Event description:
Healthcare professional reported a right side ¿perforated during suturing.¿ later healthcare professional stated no gel patient contact was made. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture/ use error: observed, two opening assessed as surgical damage per rga. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side ¿perforated during suturing.¿ later healthcare professional stated no gel patient contact was made. Device has been explanted.